Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil). The touchscreen was tested; the failure was confirmed. Pil found that this touchscreen failed flex cable resistance verification testing. Due to this failure in flex cable resistance verification, the touchscreen does not meet the acceptance criteria.

Event description:
Philips received a complaint by the customer on the v60 indicating that there was misalignment in the touch position. It was reported there was no patient involvement at the time the issue was discovered. It was reported that there was misalignment in the touch position. The issue was unable to be resolved by calibrating the touchscreen. A field service engineer (fse) went onsite and replaced the touchscreen to resolve the issue. The fse replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.